Manufacturer narrative:
Qn#(B)(4). The device history record review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: post-operative bleeding occurred because a ligating clip slipped off a vein branch requiring chest opening and transfusion. The patient's condition was reported as unknown.